Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer and health care provider (hcp) reported that the patient began their advanced evaluation trial on (B)(6) 2016. The patient experienced a loss or change of therapy on (B)(6) 2016. The patient started to have bowel movements when urinating, had blood in their stool, and had diarrhea. The therapy was helping for the patient's bladder, but they had changes in the bowel. It was unknown what troubleshooting was performed related to the bowel movements when urinating and blood in stool. The issue resolved without intervention. The hcp thought the issue was caused by antibiotic used for treatment of a urinary tract infection (uti).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.